Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had migrated. X-ray confirmed the migration and reprogramming was attempted but unable to restore therapy. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with two new leads. Post-operatively, stimulation therapy was restored.